Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The pusher assembly was kinked approximately 58.0 and 170.0 cm from the proximal end. The introducer sheath was damaged approximately 15.0, 48.0, and 55.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and the pusher assembly's mid-joint was withdrawn beyond the friction lock on the introducer sheath. Conclusion: evaluation of the returned device revealed the introducer sheath was damaged and the pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the pc400 is manipulated forcefully or pinched during removal from the packaging or insertion into a microcatheter, damage such as this may occur. Further evaluation revealed the pusher assembly's mid-joint was withdrawn beyond the friction lock on the introducer sheath. The mid-joint outer diameter (od) is larger than the rest of the pusher assembly. This allows the introducer sheath to properly seat on the pc400. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the pc400. The px slim mentioned in the complaint was not returned for evaluation. Pc400 coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using penumbra coil 400 coils (pc400 coils). During the procedure, the physician successfully deployed and detached a pc400 coil into the aneurysm using a px slim delivery microcatheter (px slim). However, in an attempt to advance a new pc400 coil through the px slim, the physician met resistance and was unable to advance the pc400 coil. The physician removed the pc400 coil and completed the procedure using a new pc400 coil with the same px slim. There was no report of an adverse effect to the patient.